Manufacturer narrative:
Correction: section g3 of the additional report submitted with device evaluation should have had an awareness date of jul 17, 2023 (the analysis completion date) instead of jun 15, 2023 (the product received date). Correction: section h6 the "investigation conclusions" code should have been "61 - unintended use error caused or contributed to event" due to the overtoque observed instead of "67 - no problem detected".

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation, failure to capture, and high pacing lead impedance. A complete lead was returned in one piece with the helix fully extended and clogged with dried blood. The measured full helix extension length was within specification. The reported events of r-wave amplitude variation, failure to capture, and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. X-ray examination found the inner coil to be over-torqued consistent with procedural damage.

Event description:
It was reported that low sensing, high capture thresholds with failure to capture and high pacing lead impedance was observed on the right ventricular (rv) lead. The rv lead was found to be dislodged. The rv lead was explanted and replaced. There were no patient consequences.